Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion sets tape not sticking event on (B)(6) 2024. The infusion set came off after being in use for 3 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02866 - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.